Event description:
Info received indicates, the caster continues to ratchet when in brake.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the four casters to repair the bed.